Event description:
It was reported that during a shoulder procedure, the pump would not move fluid through the tubing. The case was stopped and the tubing changed, but, the same problem occurred. Another pump was brought into the room to complete the case. The surgery was delayed approximately 45 minutes, but no adverse consequences were reported with the patient from this event. This device is used for treatment.

Manufacturer narrative:
Device history review revealed nothing relevant to this event. The device has been received and evaluation is in progress. Arthrex will continue to investigate this issue. If significant information is obtained from the investigation and/or received, a follow up report will be submitted.